Manufacturer narrative:
B)(4).

Event description:
Dexcom was made aware on b)(6) 2016 that on b)(6) /2016 the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. The global transmitter final functional test was performed and failed. The customer complaint of an unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a failed transmitter.